Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 09:20:26 with drain volume of 3667 ml during cycle 4. The fill volume is 1500 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The increased intra-peritoneal volume (iipv) was confirmed upon review of the logs. The cause of the iipv found in the logs was determined to be tidal total ultrafiltrate (uf) removal set too low. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.